Event description:
It was reported that the pt's device was not turned on while going through a theft detector or security gate at the county courthouse. The pt experience a loss of therapeutic effect following this environmental exposure. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).